Manufacturer narrative:
Product analysis: a 3mm gap was observed between the taper tip and graft cover tip. There was no gap observed between the shoulder on the tapered tip and the capture fitting as viewed through the graft cover. The tapered tip and capture fitting were in contact, holding the apexes of the freeflo stent. The distal end of the bifurcated stent graft appeared to be partially outside the stent stop cup. The external slider was in the home position with no gap to the front grip visible. A slight gap was observed between the locking ring and the tip capture release handle. The device was flushed, and a 0.035-inch guidewire loaded with no issues noted. The external slider was rotated to retract the graft cover and expose the graft. The capture fitting successfully retained the freeflo stents. The blue tip release handle was used to successfully retract the tip capture fitting and release the graft. A slightly higher force than expected was required to operate the handle. A gap of 3.0mm was observed when the external slider and the tip capture release handle were returned to the home position. The tip capture release handle was disassembled. It was noted that the gap between the tapered tip and the graft cover was no longer present and the tip capture t-tube location was slightly behind the slot (l) where it would be seated if it were in the locked position with the screw gear. When the tip capture t-tube was forced into the lock position (l) with the screw gear, the gap between the tapered tip and graft cover returned. Comparison with a control device confirmed there were no issues with placing the t-tube wings, capture fitting or the 6% luer into the screw gear and when compared to a valiant captivia freeflo, there were no issues with cut lengths. The reported dimensional deviation was confirmed through analysis. Photo analysis: two photos were received from the account showing the gap between the taper tip and the graft cover. A third photo of the shelf carton label confirmed the product identification as reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A taaa debranching thoracic bifur 40mm stent graft system was attempted to be implanted in an unknown endovascular procedure. During the index procedure, the investigator noted a gap between the taper tip and gc. It was reported that the valve cap (tip capture) was separated. It was stated that the delivery system did not enter the patient. Alternatively, the procedure was completed with another device. No cause of the event was reported. No additional clinical sequelae were reported